Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-02507 / 02508 and 05203).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, lack of mobility, weight gain, dysfunction, squeaking noises in hip, loss of range of motion, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced with ceramic head and taper. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6) 2012 was due to pain. Operative further noted the acetabular cup to be in a more vertical position with some heterotopic bone. Further noted was a pseudotumor and metal stained necrotic material. The patient¿s operative report confirms the acetabular cup was removed at time of revision. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.